Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the pacemaker set screw could not be tightened after connecting the lead. The device was replaced and the procedure completed without any adverse consequences to the patient.